Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. The reported event of white "lint-like" substance on screw thread could be confirmed even though the device was not returned. Indeed, this event is well-known. Its investigation revealed that it is supplier related and not due to the screws, but to the screw rack. Therefore this device is concomitant and did not contribute to the reported event. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked. Device remains implanted.

Event description:
White "lint-like" substance on screw threads. Mostly on longer screws and only on portion of screw closest to head. The surgical delay was only a minute or two and the issue was resolved by cleaning off threads. Three screws were implanted.